Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the scope was pre-soaked in detergent solution. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During device evaluation, the reported issue was confirmed: the zoom did not work smoothly due to damage to the charge coupled device. Functional testing also showed the bending angle for the up direction did not meet with specifications and the up/down knob had excess play. Both directional issues were caused by a worn angle wire. Due to the clogged nozzle, the device did not meet with water removal ability specifications. In addition to the foreign material, visual examination showed the following issues: the bending section cover adhesive was chipped with a white cloudy area; switch button 1 was cut; the image guide protector was scratched; the universal cord was scratched; the scope connector was scratched; the objective lens and light guide lenses had peeling adhesive; the connector cover was dented; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a defective zoom. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.